Event description:
It was reported the programmer was printing slow. Tried replicating the slow printing and the programmer wouldn't print at all. Tried checking the status of this report and programmer went to a black screen with an error code. The programmer went to a "salt and pepper" frozen screen. The power was cycled and the programmer booted up to find the patient screen and then the programmer was able to print. The programmer was restored to service. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.